Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty on (B)(6) 2005. Subsequently, a left hip revision procedure was performed on (B)(6) 2010, to remove the acetabular cup and modular head due to pain and metallosis. A right hip revision procedure was performed on (B)(6) 2011 to remove and replace the acetabular cup and modular head due to pain and clicking.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-00936 / 00938).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Concomitant medical products- 11-103203 name: taperloc por lat fmrl lot: 444460, 11-173664 name: m2a 38 mm mod hd+6mm nk lot: 529980. Reported event was confirmed through operative notes received. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left total hip arthroplasty revision approximately six (6) years post-operatively due to pain and metallosis. Acetabular cup and femoral head were removed and replaced. Review of revision operative notes states dark brown fluid and grey metallosis debris were found intraoperatively. Acetabular and femoral components were noted to be well fixed.